Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed no sensing and loss of capture (loc). A chest x-ray was performed where it was determined that the lead had dislodged. A revision procedure was performed where the lead was successfully repositioned. There were no additional adverse patient effects. The lead remains in service.